Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for a sinus tachycardia that led to therapy exhaustion. One episode of pacemaker mediated tachycardia was also observed. The device was reprogrammed and the patient's medications were adjusted to limit atrial arrhythmias. This ICD remains in service. No adverse patient effects were reported.